Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized and treated with vancomycin injection (1gm in 4 days via intraperitoneal, discontinued) and amikacin injection (75mg once a day, via intraperitoneal, discontinued). At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.